Event description:
It is reported that the centralizer packaged with the stem did not fit. A new stem was opened and the centralizer from that stem worked perfect.

Manufacturer narrative:
This report will be amended when our investigation is complete.